Event description:
Information was received indicating that a pump exhibited a no disposable alarm when a smiths medical, cadd medication cassette was attached near the beginning of treatment. Per reporter the patient was switched to a new pump. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).